Event description:
As reported by patient registry, approximately 4 years and 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the valve was explanted due to unknown reasons.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
Per review of medical records, 4 years and 6 months post tavr procedure, echo revealed lv ef 57% and bioprosthetic aortic valve is well seated. Moderate to severe aortic regurgitation, an av peak/mean gradient 87/48mmhg and an ava 0.69cm2.

Manufacturer narrative:
A correction supplemental MDR is being submitted for review of medical records. Section b5 and h10 has been corrected.

Event description:
As reported by implant patient registry, approximately 4 years and 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the valve was explanted due to unknown reasons. Per medical records received, at the time of explant, the left ventricle ejection fraction was 57%. The bioprosthetic aortic valve was well-seated. Moderate to severe aortic regurgitation, av peak/mean gradient 87/48mmhg and ava 0.69cm2 were observed. The patient had presented with dyspnea, chf, and elevated troponin. Echo showed bioprosthetic valve stenosis and regurgitation. During explant the valve was easily seen to be densely scarred and encased in fibrous tissue. A 19mm edwards magna tissue valve was implanted.

Manufacturer narrative:
The following field were corrected: b.1 (report type), b.5 (event description), b.7 (other relevant history), and the following h.6 codes: health effect clinical code, device code, type of investigation, investigation findings, and investigation conclusions. New information was documented in sections a.2 (age) and d6b (date of explant). The valve was not returned for evaluation. The device history record (DHR) review did not reveal any manufacturing nonconformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to host tissue and/or pannus formation. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. The inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The device instructions for use (IFU) was reviewed. Physicians are warned that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), valve stenosis, device degeneration, valve regurgitation, nonstructural dysfunction, and device explant are all listed as potential risks associated with the use of the valve, delivery system, and/or accessories. No IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Additionally, since no edwards defects were identified, no corrective or preventative actions are required. The DHR, lot history, and complaint history reviews did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The host tissue was confirmed based on the medical report. Medical records confirmed that approximately 4 years and six months post implantation of a 23mm s3 tavr in the aortic position, the valve had developed severe bioprosthetic aortic valve stenosis and moderate-to-severe aortic valve regurgitation. Patient underwent explant of tavr valve and implant of #19 magna tissue valve. In addition, per medical records the valve was easily seen to be densely scarred and encased in fibrous tissue. Multiple factors are involved in pannus formation, therefore the exact etiology of pannus formation is unknown. Pannus represent a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection, and wall shear stress. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and commissures of the s3 valve may interfere the device functionality by restricting the leaflet motion or narrowing the orifice of the valve, thereby leading to stenosis. Due to limited information, a definitive root cause is unable to be determined at this time. The exact cause of the pannus formation is unknown, but available information suggests that it is likely due to patient factors.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.